Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was failed. A field service engineer informed to customer how to reset the password and rebooted the device. After shutdown waited of 5 to 8 minutes to biometric identifier functioned properly. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had biometric identifier failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.